Event description:
The customer mother reported that the customer had a no delivery alarm and motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer mother stated that unable to troubleshoot for no delivery alarm at time of call. The customer does not want to return the set and reservoir for analysis. The customer mother reported that the motor error alarm occur during bolus. The customer was advised to return the insulin pump with the battery and zero out basal rates. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.